Manufacturer narrative:
A visual and functional inspection was performed on the returned device. The reported loose or intermittent connection issue was unable to be confirmed. However, this complaint appears to be related to a manufacturing issue associated with leak / loose or intermittent connection issues. A review of the lot history record and similar incident review of the reported lot could not be conducted because the lot number was not provided. The investigation determined the reported difficulties appear to be a potential product quality issue. On feb 25th, 2022 abbott vascular decided to initiate a voluntary field action for this product. Abbott vascular submitted medwatch # 2024168-2022-01831 on march 4, 2022 with notification of the voluntary recall in h7, (remedial action initiated). Corrective action has been initiated per site operating procedures. Field safety corrective action is required for specific lots of 20/30 and plus 30 indeflators and associated priority packs: 20/30 priority pack with copliot, 20/30 priority pack, priority pack 20/30 w/115 rhv, ppak 20/30 with rhv, plus 30, ppakplus30, ppakplus30 w/115 rhv. This action is being taken due to an increase in the complaint trend for reported leak/splash and loose or intermittent connection. 20/30 indeflators are at an increased risk of leaking due to a gap in the hose snap fitting. Stopcocks are at an increased risk of leaking due to a higher tendency for loose connections when not connected properly.na

Event description:
N/a

Event description:
It was reported in a general comment that during a procedure, the indeflator key, stopcock, disconnected. There were no adverse patient effects. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Date of event estimated. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.